Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that prior to implant, the physician tested the lead and the helix "jumped out" instead of the usual slow extension. The lead was not used. A new lead was implanted. No patient complications have been reported as a result of this event.